Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 75429dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: -cervical canal: normal lateral placed ostia, difficult access. Lower uterine segment: normal. Fundus: normal. Cornua: lateral. Ostia: difficult/good placement. Previously administered products included for an unreported indication: loestrin from 2006 to (B)(6) 2008. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). On 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2010, the patient experienced rash ("rashes on back / rashes or skin conditions type: rash"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced headache ("headaches"), pruritus ("itching"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy with cornual resection and repair with removal of). At the time of the report, the pelvic pain, arthralgia, headache, pruritus, rash, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage and migraine outcome was unknown. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2009: 122/78. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/successful occlusion of both fallopian tubes by essure devices. Diagnostic results: following the requisite time period after implantation of essure she had a hsg test. Most recent follow-up information incorporated above includes: on 18-apr-2019: plaintiff fact sheet and medical records received: patient demographic detail added, reporter information was added, lab data was added, event was added-vaginal bleeding, migraines. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.